Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the wheelchair is in bad shape, wobbly, frame repairs have been made.